Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the device was prepped outside of the anatomy and no leaks were noted.

Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis noted the balloon catheter was returned with blood in the balloon. The noted blood is consistent with the reported tear such that blood would be introduced into the inflation lumen during negative pressure. There was no visible contrast. The outer member was not torn at the torn/slit inner member. There was a kink in the shaft at the torn/slit inner member. The distal shaft was wrinkled to the proximal seal for a length of 4cm. There were multiple bends in the entire length of the hypotube. There was no other damage noted to the balloon catheter. The noted wrinkles, shaft kink and hypotube bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The tip length and balloon crossing profile were measured and met manufacturing criteria. The anatomical conditions were reported as mild tortuousity and calcification with 99% pre-stenosis which may have contributed to the reported failure to cross the lesion. It was reported that force was applied during advancement. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and damage to the catheter. A review of the electronic lot history record for the reported lot revealed no nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Upon an expanded investigation, it was determined that the possibility existed that the root cause of the inner member hole could potentially be related to a manufacturing issue, therefore the occurrence of this incident will be further investigated via local corrective / preventive actions (CAPA) procedures and appropriate actions will be taken accordingly.

Event description:
It was reported that during the procedure in the mid mildly calcified circumflex artery, a 2.0x15 rx mini trek dilatation catheter was advanced using force and could not cross the target lesion. During removal of the catheter, blood was noted in the device. After removal of the catheter from the anatomy, a small hole was observed in the distal segment of the catheter. A new non-abbott balloon was used to perform dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.